Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that upon pulling the needle out, the needle is supposed to automatically get pulled into a protective casing. However this is not happening and needle after being removed from the patient becomes a high stick injury risk verbatim: complaint via email. Email(s) attached. We have received the below product problem report. Date of incident: (B)(6) 2026 concern description: upon pulling the needle out, the needle is supposed to automatically get pulled into a protective casing. However this is not happening and needle after being removed from the patient becomes a high stick injury risk occurrences: 2 each.